Event description:
Clinical study: same case as 6000089-2006-00608, 6000089-2006-00610. It was reported that thirteen months after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 45 mm long, 90% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation and successful placement of two taxus express2 8.8% (3.00x24mm x 2.50x 24mm) drug eluting stents in the target lesion with an unk overlap. The lesion was post dilated. Lesion 2 was a 2.5mm, 20mm long, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. The lesion was post dilated. The pt was discharged the next day on plavix and aspirin. Thirteen months after the initial procedure the pt experienced a st of the 2.50 x 24mm taxus express2 stent. The physician treated the mid lad with a tvr and successful placement of two taxus express2 stents in the lad. In the opinion of the physician it is unk of the st or tvr were related to the taxus stent. There was restenosis of the taxus stent.